Event description:
It was reported that the caller experienced a cgm error 42 with their sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and the caller successfully reset it, after which the error did not reoccur, allowing them to start their sensor session again.